Event description:
Customer reported that the balloon was deflated to extubate the patient. When the balloon was fully deflated the respiratory therapist did not hear air leaking out. When the rt attempted to pull the tube out she felt resistance on the tube. The pt began vomiting so the rt pulled on the tube and was able to remove before the pt aspirated. Covidien is attempting to gather further details related to this report.

Manufacturer narrative:
If the sample is returned, a summary of the investigation will be provided in a supplemental report.